Manufacturer narrative:
The device was returned to the MFR for investigation. The complaint was verified. The trigger was replaced and the device was returned to the account.

Event description:
It was reported by the repair tech that the device will not turn off. It is unk if there was pt involvement or adverse consequences due to the event.